Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was experiencing negative ultrafiltrations (ufs). The patient has been feeling full and as a result has been having trouble eating. Additional information was obtained from the pdrn. It was reported that the cause of the patient¿s draining issues was a diagnosis of peritonitis. The patient presented to the pd clinic (unknown date) with abdominal pain and slow drains. A pd effluent culture was positive for staphylococcus epidermis with a high white blood cell (wbc) count (lab values unknown). The patient was treated/prescribed gentamicin and ancef (route, dose, strength, frequency and duration unknown) in an outpatient setting. The patient did not miss any treatments and has since recovered from the peritonitis event. Per the pdrn, the cause of the peritonitis was touch contamination.

Event description:
...

Manufacturer narrative:
Correction: added clinical investigation conclusion. Clinical investigation conclusion: there is a temporal relationship between the event of peritonitis and pd therapy on the liberty select cycler with cycler set. However, there is no documentation in the file to show a causal relationship between the event and any fresenius product. There is no allegation of a machine malfunction or leak related to this reported event. Additionally, the pdrn states the peritonitis is related to touch contamination, a breach in aseptic technique. This is supported by the culture results of staphylococcus epidermidis, a bacteria from the skin of the patient and the most frequent causative agent involved with infections of indwelling medical devices such as catheters.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.